Manufacturer narrative:
Correction: serial number updated to proper value. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. On (B)(6) 2017: a medtronic representative performed a navigation system check-out. Software testing passed. The pc was replaced.

Event description:
A medtronic representative reported that the navigation system allegedly froze twice. There was no patient impact or delay in procedure reported as this occurred prior to the procedure.